Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The 80% stenosed target lesion was located in the saphenous vein graft to the right coronary artery. The physician advanced a 3x12mm ion stent delivery system to the target lesion. Prior to deployment of the stent an unknown filterwire was advanced to the target lesion and tugged the stent from the delivery system. The procedure was completed by the deployment of the 3x12mm ion stent in a new location. Intravascular ultrasound was used to confirm placement and apposition of the stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. It is noted that prior to deployment of stent, an unknown filterwire was used and tugged the stent off of the stent delivery system. (B)(4).